Event description:
It was reported the pt experiences random burning and throbbing sensation at the ipg site. Reprogramming was unable to resolve the issue. The physician plans surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.